Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water feedset tube of an mr290v vented autofeed humidification chamber was "not secured properly" into the chamber dome. This was observed before patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water feedset tube of an mr290v vented autofeed humidification chamber was "not secured properly" into the chamber dome. This was observed before patient use.

Manufacturer narrative:
(B)(4). An attempt was made to obtain the complaint mr290v chamber but we were informed that it was discarded at the hospital facility. Without the complaint device or further information from the hospital, we are unable to determine the root cause of the reported fault. All chambers are pressure tested before they leave the production line, and any holes, leaks, or damages in the feedset tube are identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject mr290v chamber would have met the required specification at the time of release for distribution. The user instructions that accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint mr290v vented autofeed humidification chamber from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.